Event description:
Event description guidant received information that a patient with this chronic right ventricular defibrillation lead experienced chest compressions for a long period of time. It was reported that the r wave amplitude decreased (from 19-22mv to 1.1mv), the threshold remained consistent, the paced impedance measurement decreased (from 441 to 337 ohms), and the shock impedance measurement decreased (from 50 to 38 ohms). The caller inquired whether or not there could have been a microdislodgement caused by chest compressions.